Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a loop cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a derailed grip cable. The grip cable was found to be derailed at the wrist. The grips were able to fully open and close, but their movement and functionality could not be precise. The derailed grip cable became frayed as well. The frayed segments were found in various lengths. The idler pulley exhibited a pulley rim and face damage. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.